Event description:
The physician reported during a coiling of a wide neck aneurysm in the anterior communicating artery (acomm) the stent prematurely deployed and broke in half. The stent pieces were removed from the patient and reportedly discarded. The procedure was completed with the use of a balloon. There was no allegation of harm.

Manufacturer narrative:
The device in question will not be returned to boston scientific for further investigation as it was discarded by the hospital. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If any further, significant information is found, as supplemental report will follow.